Event description:
It was reported that a large volume infusor leaked from an unspecified location. This occurred during setup prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Visual inspection did not identify any abnormalities that could have contributed to the reported condition.

Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date: the lot was manufactured between august 10-14, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was a pool of located inside the device¿s bottle which suggested a leak had occurred. The reported condition was verified. The exact location of leak inside the device's bottle and root cause of leak could not be determined from the photo. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.